Event description:
It was reported that: the pt's pain began within a few weeks after the surgery. The pt states that the pain has increased in frequency and severity. The pt states that she has had an MRI taken in (B)(6) 2012 and a follow-up taken on (B)(6) 2012. The current MRI shows increased fluid buildup in the prosthesis. The pt states that her surgeon has determined that she needs a revision surgery. The revision is scheduled for (B)(6) 2012.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the pt and was not returned to the manufacturer. Device information has not been provided at this time. Information received form the pt indicated that reported device may be either rejuvenate or abgii. Additional information pertaining to the device reference in this report (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.